Event description:
It was reported the device was used to close an abdominal incision after a total abdominal hysterectomy. Post-operatively, the pt returned to the office to have skin staples removed and according to surgeon the pt told him that 10 staples had already fallen out. The wound had some oozing, but dr did not feel the wound was infected. The rest of the staples were removed from the pt. No other treatment was indicated. No staples were saved. The dr was concerned that the new staples are not the same gauge as the old staples. There was no consequence to the pt.